Event description:
The caller is reporting that during a lateral repair the distal tip of the anchor inserter, about 1 - 2 mm broke in the patient and was left in the bone. The surgeon attempt to retrieve the broken piece, but could not. There were no reported patient consequences.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. A lot review was also conducted, our records indicated the lot was manufactured without incident. When the device is received, a failure analysis will be conducted, if the results of said investigation differ from above hypothesis a follow up report reflecting the failure analysis con-clusions will be filed.